Event description:
It was reported that the anesthesia workstation failed the pressure transducer and safety valve test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). No part was not returned for investigation. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).